Event description:
Additional information received indicates that at explant excess tissue was identified and removed. The tissue was sent to microbiology for culture. It was further reported that the surgeon indicated "probable infection."

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic mitral valve, implanted approximately six (6) months and thirteen (13) days , was explanted and replaced with another edwards pericardial mitral valve. Per follow up with the healthcare provider, it was learned that the valve was explanted due to a larger perivalvular leak. The valve was shown to be rocking on the transesophageal echo (tee). There was no allegation of device quality deficiency or malfunction related to this event.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, the root cause of the reported perivalvular leak was not provided and not documented in the explant operative report. The explanted device was not returned to edwards for evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.